Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo 8.5f bi-directional guiding sheath ¿medium. The 1st vizigo was leaking blood back from damage and the 2nd sheath the dilator tip was broken. The side of the vizigo sheath was cracked causing bleed back. The caller replaced the sheath. It was then reported that the tip of the dilator broke off from the replacement vizigo. The dilator from the first sheath was used to complete the procedure. No patient consequences. There were no visible indicators that there would be an issue. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The reporter does not believe the hemostatic valve/brim cap/hub become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was not a significant amount. This report is for the 2nd of 2 vizigo sheaths. The manufacturer report number for the 1st sheath is 2029046-2022-01440. The broken dilator is MDR-reportable.

Manufacturer narrative:
On 10-aug-2022, the product investigation was completed as the complaint device was not returned. Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 50000132 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).